Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer's blood glucose (bg) level was "above 600" mg/dl. Customer addressed elevated bg by a correction injection via manual insulin. Reportedly, the customer was using a non-tandem charging cable and wall adaptor in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd charging cable and wall adaptor. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.